Event description:
It was reported that the patient had an end of life (eol) message displayed on their programmer. The implantable neurostimulator had only been implanted for one month when the patient received this message. A longevity calculation was performed showed an eri of 7.22 months and an eos of 10 months. It was determined that the battery depletion was due to a short circuit on program 1. The patient was scheduled to have ins replacement and lead revision on (B)(6) 2012. Additional information had been requested, but was not available as of the date of this report.

Event description:
Follow up information received reported that the company representative met with the patient on (B)(6) 2012 for reprogramming. Good stimulation coverage was achieved in the areas needed. The incision was also checked by the physician. Everything was reported as going well for the patient. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead: model 3998, lot# unknown, implanted:2009 (B)(6), explanted: unk, programmer: model 37744, serial# (B)(4), extension: model 3708240, serial# (B)(4), implanted: 2009 (B)(6), explanted: na, accessory: model 3550-29, lot# n296234, implanted: 2012 (B)(6), explanted: na. (B)(4).

Manufacturer narrative:
Product ID, 3708240 lot# serial# (B)(4), explanted: 2012 (B)(6). Product typ extension product ID, 3550-29 lot# n296234 serial# implanted: 2012 (B)(6), explanted: 2012 (B)(6). Product typ accessory. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the stimulator (serial# (B)(4)) revealed no significant anomaly. Analysis of the plug and extension (serial# (B)(4)) revealed no anomaly.